Manufacturer narrative:
This device remains implanted. As a result, boston scientific, crm cannot confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information becomes available. New information became available that this device was electively replaced without incident.

Event description:
Boston scientific, crm received information that this pacemaker's battery status showed 1.5 years remaining, a magnet rate of 100 ppm and 40% remaining at the last follow-up in (B)(6) 2006. In (B)(6) 2007, the battery status was at intensive follow-up indicator (ifi) with a magnet rate of 90 ppm and 1 year and 40% remaining. Testing was performed and the longevity then changed to 2 years remaining and the status went back to 40% despite no programming changes. The device was confirmed to otherwise functioning normally. It is included in the fm1 population described in the physician communication on (B)(6) 2005. A hex dump was performed and analyzed by engineering. It was confirmed that there were no invalid charge times or resets. It was recommended that the patient be brought back at sooner intervals to reassess.